Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care physician (hcp) via a manufacturer representative (rep) and a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral, nerve stimulation and gastrointestinal/pelvic floor. It was reported by a representative that a pain management health care physician (hcp) had reached out to them to get a referral to a urologist to diagnose/revise the ins. Additional information was received on 2018-aug-31, from the patient. The patient reported that suddenly, the implanted interstim system kept turning itself on, which would cause shocking and burning pain. It was noted the patient did not have an hcp and reported they had moved out of state in 2017 and they still hadn't found an hcp to take care of their device. The patient reported they had it turned off for a year now because it was causing them excruciating pain. The patient reported having been to the ER numerous times and that the device kept turning itself on and shocking them and causing burning pain beyond words. The patient stated that they were in absolute misery and that they needed an hcp to help them and a manufacturer rep too because they wanted "this thing" out. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.